Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported during an interventional transcatheter aortic valve implantation procedure there was no suture present when the plunger was removed from the proglide device. Another proglide device was used to achieve hemostasis with no adverse patient effects. No additional information was provided.